Event description:
A patient was here for a whipple procedure surgery. Stapler anvil was not sitting/does not click on the stapler. Op note: "the patient has a recently-diagnosed pancreatic mass. The patient was hospitalized at an outside institution for an episode of severe abdominal pain. The patient is now clinically stable but had a recent CT, computerized tomography, scan which showedseveral new fluid collections in the abdomen concerning for a possible contained duodenal perforation versus pancreatic pseudocyst. The plan is to proceed with exploratory laparotomy and possible whipple procedure."